Event description:
The reporter contacted animas on (B)(6) 2012 alleging that over the past few months the pump is not loading correctly. The patient reportedly started the load step and the piston kept moving until all of the insulin was pushed out of the cartridge. The patient attempted this step again with the same outcome. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.